Event description:
It was reported that the ilet did not charge while on the dock, showed a blinking charger light, and later displayed ¿charge battery soon, dosing stopped¿ after the device had fully depleted, resulting in the patient transitioning to backup therapy until charging was restored. Symptoms included interruption of insulin delivery without reported hypoglycemia, hyperglycemia, injury, or hospitalization. Outcomes included temporary cessation of automated dosing and reliance on backup therapy until the device recharged and resumed normal operation. Investigation included guided troubleshooting of charger orientation and power source, verification of charger indicators, attempts with alternative outlets, and shipment of a replacement charging dock. Investigation of this case revealed improper placement on the charger initially and subsequent inconsistent charging behavior attributed to the charging dock and alignment, after which the device fully charged and functioned normally; a replacement charger was provided as a corrective action. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with charging alignment and potential charger hardware contribution.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.